Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. No damage was noted to any of the pump supplies in use during the occlusion alarm. The customer experienced a blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis (dka). Manual injections were used to correct. Due to the elevated bg level and dka, the customer was subsequently hospitalized. While in the hospital, the customer received treatment in the form of intravenously delivered insulin. The customer was released from the hospital 2 weeks later.